Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The external visual inspection revealed a crack in the seam weld and a dented bottom cover. In addition, the electrode was sliced near the fantail prior to receipt which is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was obtained only at certain spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The condition of the device prevented the residual gas analysis test from being performed. The scanning electron microscopy analysis confirmed a crack on the seam weld and cracked conductive epoxy at one feedthru pin connection. The impedance measurement across this connection did not revealed any increased impedance. The internal visual inspection observed contamination on several electrical components. This is believed to be due to the gross leak. The internal visual inspection also noted silver migration between several electrical components. The failure of this device is attributed to excessive moisture through a gross leak at the seam weld. This ultimately caused the device to cease functioning. A corrective action has been implemented. This is the final report.

Manufacturer narrative:
The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device. The patient is reportedly doing well with the new device.

Event description:
The patient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Testing confirmed that the device is not functioning within specifications. Revision surgery will be scheduled.